Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: pump was on patient. Symptom - demand preventative maintenance (p/m) request. Battery run time low; 20/10/5 minutes. Alarmed in approximately 2 minute's time. Findings / action taken: replaced battery under warranty. P/m completed. Software level: 2.24.

Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2015 from the respiratory therapist stated that the patient was being transported when the 20 minute, 10 minute, and 5 minute alarm went off all within 2 minutes. Patient was close to a waiting room with an electrical plug; unit plugged in until the pump was changed out. No incident to the patient. Device evaluation: the battery was returned for evaluation. Visual inspection of the battery was performed and found no obvious damage or defects. The battery was installed into a known good intra-aortic balloon pump (autocat2w) and a battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was left to charge in the pump for over 8 hours; the pump ran on battery (battery load test) until the iabp shut down (>90minutes within specification). The battery passed the battery load test. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." See other remarks section. Other remarks: a review of the service history indicates this was the original battery, and it was installed in june, 2014. The battery was in use for approximately 15 months prior to the reported event. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "short on battery run-time" was confirmed by the field service engineer; however, the reported problem could not be reproduced at the teleflex (B)(4) facility. The battery passed functional testing. The root cause of the report complaint is undetermined.

Event description:
It was reported per field service report: pump was on patient. Symptom - demand preventative maintenance (p/m) request. Battery run time low; 20/10/5 minutes. Alarmed in approximately 2 minute's time. Findings / action taken: replaced battery under warranty. P/m completed. Software level: 2.24.